Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The log was not downloaded for review because the receiver would not turn on, even after replacing the battery with a known good battery. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.